Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed unexpected reset on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was stable.